Event description:
The customer reported erroneously low platelet (plt) results were obtained on a coulter act diff 2 analyzer when compared to rerun results generated by the same instrument. The repeat results are considered correct. In addition, plt overrange error messages were recovered. It is not known how many patient results were impacted. Erroneous results were not reported out of the laboratory. There was no impact to patient treatment in connection with this event. The customer did not provide the erroneous results for review.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the analyzer main card resoving the plt related issues.